Event description:
Nurse reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 50 mg/dl. Customer was found on the floor passed out; the paramedics were called to transport to hospital. Customer was disoriented. Nurse stated that customer is new to the insulin pump and doesn't know how to operate it correctly. The current blood glucose reading is 329 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.